Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer. The spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the image failure. The customer's smart cable was connected to a known, good, test gvm monitor and a known, good, test su blade. The image cut out when the spectrum smart cable was manipulated near the hdmi connector. The technical service representative noted that there was visible corrosion and debris inside the cable's hdmi connector. The camera image quality test was performed and failed. The technical service representative attributed the intermittent image to cable failure and the damaged hdmi connector. Since the glidescope spectrum smart cable is not repairable and a replacement was already provided to the customer, the core spectrum smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope titanium reusable & spectrum single use operations & maintenance manual (omm) notes that: "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, when the cable was moved the image would flicker and then go black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.